Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint of the autopulse platform exhibiting an error message ua 12 (lifeband not present), and the lifeband would not retract was confirmed through both review of the archive data, and initial functional testing of the unit. The reported complaint of the platform was also missing one of the head restraint loop wire and the metal clip that holds the battery was confirmed during visual inspection. During archive review, multiple error message ua 12 (lifeband not present) was noted on 11/20/2016 and 11/21/2016. Error message ua02 (compression tracking error) was also noted on 11/20/2016. Initial functional testing of the unit was unable to be performed due to the error message ua02 (compression tracking error) displayed within 10 seconds of performing compression unrelated to the reported complaint. In addition, stiffness to a drive shaft was observed during rotation check. The root causes of the error message ua 12 (lifeband not present) was determined to be defective belt clip retainer (belt clip would not stay latched) and defective load cell 1 and 2 were causing the platform to display error message ua02 (compression tracking error). During visual inspection, damaged front enclosure, top cover and battery connector was noted. Autopulse is a reusable device and was manufactured in october 04, 2007. The damage found is characteristic of normal wear and tear for the life of the device. Defective belt clip was replaced to remedy the reported complaint of error message ua 12 ( lifeband not present). An additional repair and updates was completed (unrelated to the reported complaint) to ensure the autopulse platform is functional without issue. Load cell 1 and 2 were defective and were replaced to remedy the error message ua02 (compression tracking error). The top cover, front enclosure, clutch plate, and battery lock was replaced. The auto pulse has passed all final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn 21172.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 12 (lifeband not present) and the lifeband would not retract. The platform was also missing one of the head restraint loop wire and the metal clip that holds the battery. No patient involvement was reported.